Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malpositioned essure device") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), anxiety ("anxious ") and depression ("depressed"). The patient was treated with surgery (removal of essure ). Essure was removed. At the time of the report, the device dislocation, pelvic pain, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malpositioned essure device/malposition of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s)/migration of essure device location of device: uterus') in a 47-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section. Previously administered products included for an unreported indication: ortho-cyclen from 2002 to 2004. Concurrent conditions included ovarian cyst. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anxiety ("anxious"), depression ("depressed") and abdominal pain lower ("lower abdominal cramping"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6)2007. At the time of the report, the device expulsion and dysmenorrhoea had not resolved and the pelvic pain, anxiety, depression, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6)2007, removal date of essure as per previous fu: (B)(6)2007. There were two trailing coils noted on the right and twelve trailing coils noted on the patient's left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2007: migration of essure device. Most recent follow-up information incorporated above includes: on 6-dec-2019: plaintiff fact sheet received. Event outcome was updated for the event: dysmenorrhea and migration of essure device location of device: uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malpositioned essure device/malposition of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s).") In a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho-cyclen from 2002 to 2004. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anxiety ("anxious"), depression ("depressed") and abdominal pain lower ("lower abdominal cramping"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed in september 2007. At the time of the report, the device expulsion, pelvic pain, anxiety, depression, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2007: migration of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : event vaginal bleeding, menorrhagia, dysmenorrhea, cramping added. Event pt of device dislocation update to device expulsion. Reporters added. Essure date of insertion, indication, date of removal added. Essure product code was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.